Event description:
It was reported that during a laparoscopic gastric bypass procedure, the instrument did not lock or unlock properly. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.